Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture, no sensing and inappropriate pacing were noted on the right atrial (ra) lead due to a dislodgement, one day after initial implant procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.